Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 21.4 mmol/l (385.2 mg/dl) while wearing the pod on the arm for between 36 and 48 hours. The patient loss consciousness and a family member called an ambulance to transport him to the hospital. The patient was treated with insulin via intravenous therapy and was released after 6 days. The pod was removed and discarded.